Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device eval could not be performed. A lot history record review could not be completed as the product lot number is unk. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal came out when they removed the delivery device and the seal stayed in the loading device. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.